Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 4-dec-2020 to ensure the replacement products resolved the initial concern. Able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from morning results obtained of 132, 139, 153, 141 and 226 mg/dl. The customer¿s expected morning fasting blood glucose test result range is 90-104 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 153 mg/dl using the meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/30/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: (B)(6).